Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that high shock impedances were once again detected on this transvenous lead. The physician is aware of the measurement and will bring the patient in for a device check in the near future. No adverse patient effects were reported.

Event description:
Boston scientific received information that high shock impedances were detected on this transvenous lead. No adverse patient effects have been reported. Additional information was obtained, and the patient was seen for a follow-up by the physician. It was noted the leads were determined to be adequate and no remedial action has been taken at this time. A fluoroscopy check further confirmed that the system was adequate. The patient will continue to be monitored by the physician.

Event description:
Boston scientific received information that ongoing high shock impedances were noted on this right ventricular lead. It was also noted that the physician planned to perform non-invasive programmed stimulation at the next follow-up, however this has not yet taken place at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.